Manufacturer narrative:
Investigation summary: it was reported by the distributor that the syringe does not have any markings. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three packaging blisters. One has a syringe with the normal scale printing, another shows the packaging blister top web, the third shows a syringe with no scale printing. It could be possible that the printing pad lost pressure inducing the symptom reported by the customer. A device history record review was completed for provided material number 302830, lot number 0302852. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The manufacturing equipment was verified, including settings, finding everything correct. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a syringe 20ml ll s/c 48 had missing scale markings. The following was reported by the initial reporter: " syringe with no measurement markings."